Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: testing duplicate power loss. The battery cap threads were stripped. No cracks corrosion and threads were intact on battery compartment. Unable to fully tighten the battery cap, cap would spin in pump and loss power. The black box shows evidence of short battery life, with battery voltage frequently swinging up and down. Performed pump rewind, load, and prime with no loss of power. Used test cap to complete investigation. Unrelated to complaint, the display was faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery cap threads were stripped and the display was dim. This report is made based on the results of an investigation completed on (B)(4) 2013.